Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the device it was observed a crease in posterior view, additionally a tear within the crease was noted, measuring approximately 0.1 cm. Leak testing revealed there was leakage from the valve. The evaluation determined that the rupture is consistent with a crease/fold rupture. The analysis was¿unable to determine the root cause for the leaking valve. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. Concomitant medical products: right side; 300cc mentor smooth round moderate profile; catalog number: 3501645; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)caucasian female patient underwent revision breast augmentation with a 300cc mentor smooth round moderate profile and was presented with breast implant deflation on her left side postoperatively. As a result, the device was explanted on (B)(6) 2020.

Manufacturer narrative:
On (B)(6)2020, mentor became aware that the patient underwent bilateral replacement with catalog number 3501660; serial number (B)(6) on the left side and with serial number 9344145-006 on the right side on (B)(6)2020. Manufacturer¿s reference number: (B)(4).